Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the surgeon has had 4 post-op leaks that required stents involving 2 bypasses and 2 sleeves. One buttress only used on vertical firing of the pouch creation. Right around beginning of vertical portion is where leaks occur. The surgeons use one continuous firing-no pulse firing and always waits 15 seconds. Another surgeon had one complication and uses blue all of the way for sleeves. This surgeon uses the following cartridge selection: black, gold, green, sometimes blue near fundus. Additional information was requested, and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed? If so, what type and what was the result? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Response received: no to all questions and leak was found 8 days later.

Event description:
It was reported that twelve days post op after a gastric bypass the patient was brought back to the or for a leak. The patient was drained and stinted. There is no additional information.